Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review shows that the donor fluid detector did not see air for the duration of the procedure, nor did the ac fluid detector. One draw and return cycle were completed, and the run was ended with saline rinseback. There were no air-related alarms for the duration of the procedure. Signals in the dlog do indicate that the line sensor sees air during the return cycle. The separation channel and soft cassette are designed to hold a certain amount of air. Signals in the dlog do not indicate that air passed through the donor fluid detector. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that they observed air bubbles in the line. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. Review shows that the donor fluid detector did not see air for the duration of the procedure, nor did the ac fluid detector. One draw and return cycle were completed, and the run was ended with saline rinseback. There were no air-related alarms for the duration of the procedure. Signals in the dlog do indicate that the line sensor sees air during the return cycle. The separation channel and soft cassette are designed to hold a certain amount of air. Signals in the dlog do not indicate that air passed through the donor fluid detector. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the air was not past the point of last detection for this event. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that they observed air bubbles in the line. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.